Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with no delivery during the prime process. The patient's blood glucose at the time of incident was 440 mg/dl. The mother stated that it was the third day of the infusion set and it was time to change it anyway. The mother had not yet treated the high blood glucose by the time of call; she wanted to troubleshoot and treat with a bolus. Troubleshooting was initiated for the no delivery issue. The customer cleared the alarm and then disconnected and reconnected the reservoir and tubing. A rewind and prime were successfully completed. The mother was advised that the pump was working as designed. No products were shipped or returned.